Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the wound never completely healed since implant of the implantable cardiac monitor (icm). Recently the patient applied antibacterial ointment to the wound and thought the icm was sticking out of the wound. The wound was covered and when later checked, the icm was sticking halfway out. The patient removed the icm and it was not replaced. No patient complications have been reported as a result of this event.